Manufacturer narrative:
Manufacturer¿s evaluation: the complaint of infection can not be confirmed via laboratory testing. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-04265. It was reported the patient ((B)(6)) experienced pain along with infection at the lead site. As a result, the leads were explanted and the patient was treated with intravenous antibiotics.